Event description:
This 33 year old female had cox-uphoff silicone gel implants bilaterally implanted in 1984 following subcutaneous mastectomies. Since then, she has acquired breast informity with pain and had removal of breast implants and abradive capsulectomies on 5/22/92. The explanted prostheses were both intact. Both capsules show chronic inflammationdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other, other, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. Invalid data - on device destroyed/disposed of status.